Event description:
Procedure type: sigmoid resection. According to the reporter: after applying the device, the serosa did not look normal. Half of the anastomosis, at the posterior site of the staple-line was good; the anterior side was closed but it seemed that it did not contain the serosa. The tissue donut was very thin and small. The surgeon completed the anastomosis by hand suturing. There was some tissue damage and surgery time was extended more than 30 minutes. No blood loss was reported.